Manufacturer narrative:
Insulin pump was monitored for several days and no external ram error alarm noted. Insulin pump passed the unexpected restart error test. No unexpected restart alarm noted. However, a displayable history check failed on startup alarm was found in the alarm history due to corrupted history file. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, missing end cap sticker, cracked reservoir tube and broken battery tube threads.

Event description:
Customer reported via phone call that the insulin pump alarmed unexpected restart. Blood glucose value was 121 mg/dl. Customer stated that a temporary basal was not programmed before the alarm but the insulin pump was stored or not in use for an extended period of time. Customer also reported that the insulin pump has a crack at the case above the display screen near the reservoir compartment due to it being dropped. Customer was advised top insert a battery and check the alarm history but customer was only able to see the last alarms of external ram error and displayable history check failed on startup. Customer was advised the device would be replaced and agreed to return the product for analysis.